Manufacturer narrative:
Subject had medical history of significant premature ventricular contractions (pvcs), nonobstructive cardiomyopathy and coronary artery disease (cad) status post percutaneous coronary intervention (pci) and stenting. During repeat ablation for pvcs, subject had an episode of tachypnea (abnormally rapid breathing), hypotension, and decreased left ventricular function which progressed to pulselessness and unresponsiveness. Transesophageal echocardiography (tee) confirmed presence of a type a aortic dissection (involving the ascending aorta, aortic arch and descending aorta). Resuscitation was attempted without success and subject was pronounced dead in the catheterization lab. The subject had 3 prior procedures of esophageal endoscopic ablation therapy using the cryoballoon, with no procedure or device issues. The cryoballoon had not been used in this subject on (B)(6) 2018 (date of death).

Event description:
C2 therapeutics became aware of adverse event on 06 jun 2018: subject was initially treated with the cryoballoon system on (B)(6) 2017. No issues with the device were reported during this treatment. Site coordinator discovered the subject passed away on (B)(6) 2018 due to a pre-existing medical condition that was unrelated to the subject's barrett's esophagus. The death was reported as not procedure or device related.